Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the pressure parameters were very low, especially pven. The customer replaced the connection cable for disposables, but without effect. Therefore the cardiohelp was exchanged during treatment. A getinge service technician investigated the unit on 2021-11-22 and could not confirm the failure. The hls set is no longer available. The technician performed safety, calibration, and functionality checks to factory specifications. The logfiles were analysed and showed that the pressure sensors were often disconnected on (B)(6) 2021. According to the risk analysis v23 ((B)(4)) following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up). Sensor disturbed by external electrical or magnetic field (emi) or ultrasonic system. Light influences. Based on the investigation results the reported failure "pressure parameters very low, especially pven" could be confirmed but not reproduced. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the internal hls's pressure parameters values were very abnormal, especially pven was extremely low during treatment. The cardiohelp was replaced . No patient harm was reported. Complaint ID#(B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.a getinge technician will investigate the cardiohelp.